Event description:
It was reported that since implantation, the pt has not been able to hear with her vibrant soundbridge system. After counseling with the pt's surgeon, it was decided to explant the device and re-implant the pt with a cochlea implant. The pt was explanted in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.